Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, packaging was not sealed.

Event description:
It was reported, packaging was not sealed.

Manufacturer narrative:
The reported event that hook/triangle blade kit was alleged of 'packaging not sealed' could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to be user related. The visual inspection confirmed that returned device does not present external wrapping. However, this is normal as these devices are manufactured without external wrapping. Therefore, this case is closed as a non-issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.